Event description:
During the laparoscopic supra-cervical hysterectomy procedure, the koh uterine manipulator was inserted vaginally. This is a 2-piece device and when it was removed, the cervical cup was retained around the cervix and was left in the patient. Approximately 4-6 weeks later, she presented to an outside clinic for treatment for vaginal discharge and pain. On pelvic exam, the retained device was removed. The patient was treated with antibiotics on an outpatient basis and did fine.